Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general gastric bypass surgical procedure, errors had occurred on a system. The system had been power cycled, but the issue had returned. The universal surgical manipulator (usm) had been disabled, then the system had been power cycled again to recover the disabled the usm arm, but the issue had returned. System logs had been reviewed and had indicated multiple fiber-related errors on the third arm network. The procedure was continuing with no reported injury.